Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently inserted the infusion set during the load process. There was confusion on whether or not the customer was attached during the fill tubing process. However, the customer stated they did not perform the fill tubing while connected. There was no reported impact to the customer's blood glucose level.